Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use of the product the patient's blood leaked from the tip-tube. No patient injury was reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and simulated use testing was performed. The complaint is confirmed. Root cause is attributed to a crack in the male luer, likely due to overtightening during application. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.